Manufacturer narrative:
Age/date of birth: unknown, not provided. Gender/sex: unknown/not provided. If implanted, give date: not applicable as procedure had to be rescheduled. If explanted, give date: not applicable. (B)(4). Device evaluation: the device was returned to the manufacturer. Device inspection was performed and viscoelastic residue was not observed on the lens. Additionally, there was no damages on the optic or haptics were observed. Visual inspection at 10x microscope magnification was performed and there were no cracks or chipped on the lens optic and lens edges. In addition, the haptics were observed smooth and rounded as product required. The reported issue cannot be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no additional complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted."

Event description:
It was reported that during implantation of a za9003 20.0 intraocular lens (iol), the patient had to have the procedure rescheduled due to patient's rb bleeding after the surgery had started. No further information was provided.